Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer's site. The fse found the pyro board connector, support arm and clamp cpg cable were defective. The malfunction found could have affected the device performance leading to the event experienced by the customer.

Event description:
It was reported that the articulated arm aiming beam was out of alignment. In addition, cable plastic clips are missing and the antenna is broken. There was no patient involvement.

Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer's site. The system powered on without errors and passed all initial self-tests. In user mode, a test shot revealed that the aiming beam and treatment beam were not concentric. The fse disassembled the system down to the optics bench and performed a full set of alignment and calibration procedures, including pyro alignment, pyro electric detector energy calibration, aiming beam alignment (out of mast), near and far beam alignment, and articulated arm alignment. All procedures passed according to service manual specifications. Electronic calibrations, safety features, and power output at low, medium, and high energy levels were also verified and passed. The system was confirmed ready for clinical use. During inspection, the fse identified a compromised pyro board connector as the root cause, which was corrected by replacing the pyro board. The malfunction found could have affected the device performance leading to the event experienced by the customer.

Event description:
It was reported that the articulated arm aiming beam was out of alignment. In addition, cable plastic clips are missing and the antenna is broken. There was no patient involvement.